Event description:
Ous MDR - it was reported that 58 months after implantation the patient was admitted to the hospital due to an inappropriate shock. Artifacts on right ventricular channel and increased pacing impedance on this lead were noted. No additional adverse patient side effects were reported.

Manufacturer narrative:
Upon receipt, the lead was found dissected some 25 cm distal to the is-1 connector pin. Both fragments were returned for analysis. It is reasonable to assume that the lead was dissected during surgery. The lead fragments were extensively analyzed. The analysis of the lead fragments demonstrated a damaged insulation at a distance of some 24 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The inner coil was found fractured and the coating of the conductor cable to the ring electrode was damaged in this area. These findings can be considered as the root cause for the observed issues as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. Subsequent analysis showed a damaged insulation at approx. 20 cm distal to the is-1 connector pin, most likely as a result of friction between the lead body and the generator housing. Further damages to the lead occurred most likely during the explantation procedure.